Event description:
It was reported that the low energy shock impedance was 175 ohms. A high energy shock impedance was 114 ohms. This was found during an office follow-up. The patient has a high bmi. The doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects.